Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2003 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Correction: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08012. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00018. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient reported pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other following mesh implantation. The patient underwent mesh excision on (B)(6) 2012 due to mesh erosion. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00018. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent removal of granulation tissue with primary vaginal cuff closure on 12/12/2013 due to bleeding. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch a 2210968-2012-08012 and 2210968-2015-01039. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08012. The same patient is represented in each medwatch.